Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was oversensing evident on the rv lead. The lead was capped and a new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to an audible alert. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained and sensing integrity counter (sic) episodes. The lead remains in use. No patient complications have been reported as a result of this event.